Event description:
Journal article received: osteoporotic hip fracture: comparison on various treatments of metal implants; shou z., kong c.-g., chen w.-y., ding x.-l.; journal of clinical rehabilitative tissue engineering research. 2010 may 28; 14 (22):4176-4180; reported: use of dynamic hip screw (dhs) internal fixation to treat osteoporotic patients with intertrochanteric fractures. Of 21 males and 20 females, mean age of 76, 41.5 percent (17) experienced complications. This complaint is for 8 patients who experienced internal fixation cutting. This report is for an unknown screw. It is unknown if the product was a synthes device. A copy of the literature article is being submitted with this medwatch. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis.